Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5091410 that a female patient underwent a primary breast augmentation with two 425cc mentor smooth round moderate profile prostheses and suffered several unexplained systemic symptoms, including chest pain, neck pain, shoulder pain, breast pain, body inflammation , sinusitis , hearing, eye sight, enlarged lymph nodes, liver issue, kidney issue, intestines issues, urinary tract issue, throat issue, migraines, dizziness. Hair loss , skin rashes, heart palpitations, elevated liver enzvmes, chronic diarrhea , low vitamin b levels, inactive ebv, cmb, and hpv. The patient stated that she underwent three different surgeries including hysterectomy three years ago for inactive ebv, cmb, and hpv. After these surgeries, all the tests came back normal. Also, the patient was tested negative for ana, and her eosinophils tested above the 500 range prior to explantation. The reported date of implantation was before the manufacturing date of the device. Follow up is in progress, and a supplemental report will be submitted if additional information is received in the future. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. As a result, the patient underwent removal without replacement on (B)(6) 2019. This is for one of the reported prostheses.

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. After the mre was performed, it was found that the device manufacture date and the expiration date were different from what they were on the initial report. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6)2020, it was found that the reported date of implantation was before the manufactured date. After a mre was performed for the known lot number, the manufacturing date was found to be (B)(6)2003. Since no additional information has been available, the date of implantation was estimated to (B)(6)2003 for both devices. The relevant field has been updated. Manufacturer's reference number: (B)(4).